Event description:
It was reported to covidien on 10/21/2009 that a customer had an issue with a dialysis catheter. Customer reports that the catheter needed be replaced because the pt's catheter fell out. The nursing staff commented that it appears the cuff of the palindrome is too thin and too short.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.